Manufacturer narrative:
As reported, the plug of a 6f/7f mynxgrip vascular closure device (vcd) failed to successfully deploy. There was no reported patient injury. Additional information was requested but not provided. One non-sterile 6f/7f mynxgrip vascular closure device involved in the reported complaint was returned for investigation. Visual inspection revealed that the shuttle was engaged to the black handle and the advancer tube was exposed along the device shaft. The sealant component was not returned for evaluation. The stopcock was closed, and a cordis mynx syringe was attached to the unit. A non-cordis catheter sheath introducer (csi) was returned partially inserted onto the device. Evidence of crystallized residual fluid was noted within the inflation tubing. No additional anomalies were observed during the visual inspection. The sealant was not returned for evaluation; therefore, a deployment test could not be performed. However, the shuttle cartridge was advanced and retracted back to the black handle without issue. An inflation/deflation test could not be performed due to the presence of crystallized residual fluid in the inflation tubing, which obstructed flow and prevented testing. No other functional issues were observed. Microscopic inspection of the inflation tubing confirmed the presence of crystallized saline residue. This crystallization contributed to the obstruction that prevented fluid passage during the attempted inflation/deflation test. The reported event of ¿sealant-failure to deploy¿ was not observed through analysis of the returned device since the sealant was not received, and there were no issues noted with the device¿s deployment mechanism. The exact cause of the issue experienced by the customer could not be determined during product analysis. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to failure to deploy reported since the device was returned with the advancer tube deployed on the catheter shaft and the sealant not included, indicating it was deployed off the device. However, procedural/handling factors, such as an incomplete engagement of the advancer tube during deployment, possibly contributed to the issue reported since there were no anomalies noted to the device. The procedural sheath was also noted to be partially inserted over the shuttle, which could suggest incomplete advancement of the shuttle. However, since the advancer tube of the returned device was properly engaged on the catheter, it is unknown if the position of the sheath was altered after the procedure. Regarding the inability to perform the inflation/deflation test of the balloon, the obstruction within the lumen was noted to be dried saline residuals, a condition not likely to have been experienced by the user, and therefore, unrelated to the deployment difficulty reported. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the plug of a 6/7f mynxgrip vascular closure device (vcd) failed to successfully deploy. There was no reported patient injury. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.